Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to load a 12.6mm micl12.6 implantable collamer lens, -6.0 diopter, but the "grasper" tore the lens. There was no patient contact or injury. The backup lens was implanted.